Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after infusion completed, there was between 100-200ml of medication left in the bag. A new pump was sent and the patient did not experience any further issues. The device system delivered total parenteral nutrition (tpn). Per the reporter, there was no patient harm.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided.